Event description:
Please refer to the initial-report.

Manufacturer narrative:
The device log file was analyzed. It was found that the records unfortunately only started some days after the reported date of event, (B)(6) 2019. Therefore the case in question could not be reconstructed by means of the available log file. Based on the service report created by the service technician being on site after the event error log entries were transmitted. These error entries indicate that the ventilator motor was slow and stalled. Consequently the automatic ventilation was stopped. In this case an audible and visible "ventilator fail" is posted. Manual ventilation remains possible in this state allowing the user to either finish the procedure in manual ventilation or to bridge the time until a replacement device is available. The submitted log entries point to a nonfunctional ventilator motor being root cause for the reported symptom. Replacement of the motor and the incremental encoder cable has solved the reported issue. The device was tested successfully afterwards and was returned to use without further problems reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the ventilator failed during use. There was no injury reported.